Manufacturer narrative:
Complaint conclusion: the report received indicated that five days following implantation of a precise pro rx stent, the patient returned to the hospital with the implanted stent heavily thrombosed. Multiple attempts were made without success to gather additional information. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent and instigate vessel remodeling around the stent, producing gaps between the stent and the vessel wall. Although based on the available information no definitive conclusion can be made, it is possible that patient, procedural, and pharmacological factors including responsiveness to antiplatelet therapy and anticoagulation may have contributed to the event reported. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time.

Event description:
The report received indicated that five days following implantation of a precise pro rx stent, the patient returned to the hospital with the implanted stent heavily thrombosed.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown.